Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a generator exchange due to normal battery depletion. Pre-operative interrogation showed high capture thresholds on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.